Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00801803201, femoral head, lot # 61275858; item # 00771101500, femoral stem, lot # 61170469; item # 00620205422, cup, lot # 61257414. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02835, 0001822565-2018-02836, 0001822565-2018-02837, 0002648920-2018-00435.

Event description:
It was reported that a patient is experiencing pain, difficulty walking and a limp approximately 1.5 years post implantation. Patient received a corticosteroid injection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.